Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they are not really getting relief and never experienced therapeutic effect. Patient attempted to communicate, and saw device not responding when looking for the implant multiple times. Patient services reviewed that it can be difficult to connect the first week or so and redirected to their hcp.